Event description:
It was reported that the head section would not raise with weight. Whether head section could be lowered was not reported. Investigation still pending. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.